Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Initially it worked but then the suction stopped,the suction tubing had a clot blocking the way [device occlusion]. The clotting of the first vacuum-induced hemorrhage control system (jada system) was before in dic otherwise it wouldn¿t have clotted [disseminated intravascular coagulation]. Case narrative: this spontaneous report originating from united states was received from a clinical educator (ce) reporting on behalf of provider referring to a patient of unknown age and gender. The patient¿s medical history included c-section delivery, patient¿s current condition, concomitant medication and past drug reactions/allergies were not reported. This report concerned 1 patient and 1 device. On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via vaginal route for postpartum hemorrhage. On an unknown date in (B)(6) 2024 (couple of weeks ago), it was reported that the provider placed the vacuum-induced hemorrhage control system (jada system) after a c-section delivery and initially it worked but then the suction stopped. The provider thought it was their suction machine and they checked and found that the suction tubing had a clot blocking the way (device occlusion). The provider ended up removing the vacuum-induced hemorrhage control system (jada system) and replacing it with a different one. No further information provided. No additional ae reported (no adverse event), no pqc reported. The patient sought medical attention. The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The device was not removed and reinserted for any reason. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. Upon internal review, the event device occlusion was determined to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. FDA code: (health effects - health impact per annex f): 4642 additional device required (use of an additional or alternative device require to achieve optimal outcome). Follow up information was received from a clinical educator (ce) reporting on behalf of provider on 13-may-2024. The patient's medical history included bowel injury, hysterotomy, other complications in the surgery, ligated both uterine arteries, v-lynch in attempt to treat the atony. The patient's historical drug included uterotonics. The patient's current condition included atony. Healthcare professional reported that the patient had a c-section and was doing fine. Then after hcp closed uterus, she developed atony. Hcp gave her all the usual uterotonics and the atony was still quite significant. While waiting for the uterotonics, hcp ligated both uterine arteries to decrease bleeding and did a v-lynch in attempt to treat the atony. The nursing staff monitored the bleeding between her legs because the hysterotomy was closed but still bleeding. Then hcp put in the vacuum-induced hemorrhage control system (jada system); it seemed to work well initially but the tubing filled with blood, and it was not draining. They monitored her vaginally, but nothing else was coming out and she was in good shape. She had a bowel injury prior to this so hcp was taking down other adhesions, hcp thought everything was under control. When the surgery finished and they were undraping her to get her off the or (operating room) table, they noticed there was a big pool of blood that came out of her vaginally. Hcp rechecked the suction and nothing was coming out. There was obvious bleeding around the cervical balloon, which they had inflated to 120 ml and could not figure out why the suction wasn¿t suctioning anything, it might be clogged. Hcp got a new tubing and attached it to the end of the vacuum-induced hemorrhage control system (jada system), and nothing was coming out at all, so thought it might be clogged within the vacuum-induced hemorrhage control system (jada system). Hcp then asked for a large irrigation syringe with sterile saline and tried to push saline in to dislodge the clots and tried that a couple times and still nothing would come out when hcp reattached the suction. At that point the patient was already on the gurney to go to ICU and so hcp left the vacuum-induced hemorrhage control system (jada system) in place, took a new vacuum-induced hemorrhage control system (jada system) with him and as soon as they got to ICU, hcp took out the old vacuum-induced hemorrhage control system (jada system) and put in the brand new one. The new one worked fine. The nurse checked the old vacuum-induced hemorrhage control system (jada system), and it was full of clots. She lost several liters (no exact amount known), and by that time when she was in ICU, she was in dic (disseminated intravascular coagulation). She got 4 or 6 units of packed rbcs (red blood cells), 4 units of fresh frozen plasma, 2 units of platelets and 2 units of cryo. She got all of that after determining she was in dic. The clotting of the first vacuum-induced hemorrhage control system (jada system) was before in dic otherwise it wouldn¿t have clotted (disseminated intravascular coagulation). She was in ICU (intensive care unit) for about two days (hospitalization). They corrected the clotting fast, had to pack her in the ICU. Physician taken back the patient to operating room then several hours later to take the packing out and she was fine. Removed additional 'no adverse event' that was previously coded. The outcome of event disseminated intravascular coagulation was unknown. Upon internal review, the event device occlusion was considered to be serious due to required intervention (devices). Upon internal review, event disseminated intravascular coagulation was determined to be medically significant. This is an amendment report: added onset date and hospitalization date as (B)(6) 2024 for event disseminated intravascular coagulation.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Initially it worked but then the suction stopped,the suction tubing had a clot blocking the way [device occlusion]. No additional ae reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a clinical educator (ce) reporting on behalf of provider referring to a patient of unknown age and gender. The patient¿s medical history included c-section delivery, patient¿s current condition, concomitant medication and past drug reactions/allergies were not reported. This report concerned 1 patient and 1 device. On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via vaginal route for postpartum hemorrhage. On an unknown date in (B)(6) 2024 (couple of weeks ago), it was reported that the provider placed the vacuum-induced hemorrhage control system (jada system) after a c-section delivery and initially it worked but then the suction stopped. The provider thought it was their suction machine and they checked and found that the suction tubing had a clot blocking the way (device occlusion). The provider ended up removing the vacuum-induced hemorrhage control system (jada system) and replacing it with a different one. No further information provided. No additional ae reported (no adverse event), no pqc reported. The patient sought medical attention. The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The device was not removed and reinserted for any reason. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. Upon internal review, the event device occlusion was determined to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. FDA code: (health effects - health impact per annex f): 4642 additional device required (use of an additional or alternative device require to achieve optimal outcome).

Event description:
Initially it worked but then the suction stopped,the suction tubing had a clot blocking the way [device occlusion]. The clotting of the first vacuum-induced hemorrhage control system (jada system) was before in dic otherwise it wouldn¿t have clotted [disseminated intravascular coagulation]. Case narrative: this spontaneous report originating from united states was received from a clinical educator (ce) reporting on behalf of provider referring to a patient of unknown age and gender. The patient¿s medical history included c-section delivery, patient¿s current condition, concomitant medication and past drug reactions/allergies were not reported. This report concerned 1 patient and 1 device. On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via vaginal route for postpartum hemorrhage. On an unknown date in (B)(6) 2024 (couple of weeks ago), it was reported that the provider placed the vacuum-induced hemorrhage control system (jada system) after a c-section delivery and initially it worked but then the suction stopped. The provider thought it was their suction machine and they checked and found that the suction tubing had a clot blocking the way (device occlusion). The provider ended up removing the vacuum-induced hemorrhage control system (jada system) and replacing it with a different one. No further information provided. No additional ae reported (no adverse event), no pqc reported. The patient sought medical attention. The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The device was not removed and reinserted for any reason. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. Upon internal review, the event device occlusion was determined to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. FDA code: (health effects - health impact per annex f): 4642 additional device required (use of an additional or alternative device require to achieve optimal outcome). Follow up information was received from a clinical educator (ce) reporting on behalf of provider on 13-may-2024. The patient's medical history included bowel injury, hysterotomy, other complications in the surgery, ligated both uterine arteries, v-lynch in attempt to treat the atony. The patient's historical drug included uterotonics. The patient's current condition included atony. Healthcare professional reported that the patient had a c-section and was doing fine. Then after hcp closed uterus, she developed atony. Hcp gave her all the usual uterotonics and the atony was still quite significant. While waiting for the uterotonics, hcp ligated both uterine arteries to decrease bleeding and did a v-lynch in attempt to treat the atony. The nursing staff monitored the bleeding between her legs because the hysterotomy was closed but still bleeding. Then hcp put in the vacuum-induced hemorrhage control system (jada system); it seemed to work well initially but the tubing filled with blood, and it was not draining. They monitored her vaginally, but nothing else was coming out and she was in good shape. She had a bowel injury prior to this so hcp was taking down other adhesions, hcp thought everything was under control. When the surgery finished and they were undraping her to get her off the or (operating room) table, they noticed there was a big pool of blood that came out of her vaginally. Hcp rechecked the suction and nothing was coming out. There was obvious bleeding around the cervical balloon, which they had inflated to 120 ml and could not figure out why the suction wasn¿t suctioning anything, it might be clogged. Hcp got a new tubing and attached it to the end of the vacuum-induced hemorrhage control system (jada system), and nothing was coming out at all, so thought it might be clogged within the vacuum-induced hemorrhage control system (jada system). Hcp then asked for a large irrigation syringe with sterile saline and tried to push saline in to dislodge the clots and tried that a couple times and still nothing would come out when hcp reattached the suction. At that point the patient was already on the gurney to go to ICU and so hcp left the vacuum-induced hemorrhage control system (jada system) in place, took a new vacuum-induced hemorrhage control system (jada system) with him and as soon as they got to ICU, hcp took out the old vacuum-induced hemorrhage control system (jada system) and put in the brand new one. The new one worked fine. The nurse checked the old vacuum-induced hemorrhage control system (jada system), and it was full of clots. She lost several liters (no exact amount known), and by that time when she was in ICU, she was in dic. She got 4 or 6 units of packed rbcs (red blood cells), 4 units of fresh frozen plasma, 2 units of platelets and 2 units of cryo. She got all of that after determining she was in dic. The clotting of the first vacuum-induced hemorrhage control system (jada system) was before in dic otherwise it wouldn¿t have clotted (disseminated intravascular coagulation). She was in ICU (intensive care unit) for about two days (hospitalization). They corrected the clotting fast, had to pack her in the ICU. She took back to the or several hours later to take the packing out and she was fine. Removed no adverse event. The outcome of event disseminated intravascular coagulation was unknown. Upon internal review, the event device occlusion was considered to be serious due to required intervention (devices). Upon internal review, event disseminated intravascular coagulation was determined to be medically significant.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.